Event description:
Boston scientific crm received information that patient exhibited loss of capture (loc) of an unknown duration that was being recorded in the device as a ventricular tachycardia episode. The device outputs were increased and to date, no adverse patient effects were reported.

Event description:
Additional information was received that during a rv lead revision procedure for high threshold measurements, the ra lead was found not inserted into the pacemaker header correctly and the setscrews were up. The ra and rv lead's were explanted and replaced with new ra and rv lead's. This device remains in service with the new leads. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
--